Manufacturer narrative:
No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the site was unable to tighten the short spinous process clamp would not fully tighten. The site proceeded with the long clamp. After the case the representative confirmed that the spinous clamp could on fully tighten when manipulating the clamp. There was no reported delay and no reported impact to patient outcome.